Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer in doing so, ensuring the issue did not recur. The customer was advised to call back if the malfunction code reappears and acknowledged this guidance.